Event description:
"Dealer states, both motor/gearboxes are grinding loudly. When wheelchair is driven down user's hallway once or twice the motors then start to slow down more and more and then they lock up and stop. Motors are heating up also. Hot to the touch but not extremely hot. Batteries are at full voltage. Batteries were load tested." He was quoted on (B)(4) (parts). No injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51pr serial number/date code (B)(4) is approximately 1 yr. 2 months old. The owner's manual part number 1125085 rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.